Event description:
During the implantation procedure of the device involved in this report, two induction tests were performed. Nevertheless, the second induction episode was not available in the device memory.

Manufacturer narrative:
On 01/27/2010: this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Conclusion: device and programmer operated within specifications.